Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black object inside the tube/fluid path of an amia apd cassette. This occurred before use of the device for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to e3: occupation, h6, and h11. H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed black and round particulate matter partially embedded inside the tubing wall. The reported condition was verified. The cause of the embedded particulate matter inside the tube was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.